Manufacturer narrative:
Concomitant medical products: implant date: (B)(6) 2003, 4469 boston scientific lead. Implant date: (B)(6) 2003, 0157 boston scientific lead. Implant date: (B)(6) 2016, evolutr29us transcatheter valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited electromagnetic interference during a trans aortic valve replacement (tavr). Interrogation of the implantable cardioverter defibrillator (ICD) was done and the alerts were reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.